Event description:
During an installation of the pt monitor, the 3150 monitor was being moved into the MRI magnet room and placed into position near the MRI scanner. The monitor's external power supply (as153) was sitting atop the base of the monitor, and when it was lifted, it was accidentally pulled into the MRI magnet when brought too close to the MRI scanner. No patient was in the MRI scanner at the time, and no injury occurred during this event. The as153 external power supply was removed from the MRI scanner without further incident or damage to the scanner. No damage was evident in the power supply after the event. Both the monitor's instructions and label on the power supply assembly warn the user to keep this assembly at least 10 feet away from the MRI magnet.